Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, a patient with erectile dysfunction of unknown etiology received an inflatable penile prosthesis implant on (B)(6) 2020. He sought medical attention on (B)(6) 2024 reporting that the prosthesis had stopped inflating. During physical examination, the physician found that the pump was stiff and the cylinder walls had collapsed. The tomography scan showed an empty reservoir [leak]. The patient then underwent revision of the prosthesis on (B)(6) 2024 when all components were replaced. The new implant is currently functional, and the patient is satisfied. No harm to the patient was reported.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1 or cylinder 2. No functional abnormalities were noted with the reservoir. The information received indicated the device was not able to inflate, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, a patient with erectile dysfunction of unknown etiology received an inflatable penile prosthesis implant on (B)(6) 2020. He sought medical attention on (B)(6) 2024 reporting that the prosthesis had stopped inflating. During physical examination, the physician found that the pump was stiff and the cylinder walls had collapsed. The tomography scan showed an empty reservoir [leak]. The patient then underwent revision of the prosthesis on (B)(6) 2024 when all components were replaced. The new implant is currently functional, and the patient is satisfied. No harm to the patient was reported.